Manufacturer narrative:
The lot of pack was not provided; therefore, we were unable to review the lot manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) stating that the surgeon discovered a tiny piece of what appeared to be hard plastic in the anterior chamber of patient's eye. He was able to remove the particle without any patient impact and surgery was successful.

Manufacturer narrative:
The (B)(4) pack involved in this complaint was not returned for evaluation. One white or translucent colored particle was returned stuck to a piece of paper inside a specimen cup. The particle is approximately 3.5 mm long by less than 1 mm wide. The particle was microscopically examined and analyzed using an energy-dispersive spectrometer. The eds analysis indicated that the white colored particle consists primarily of polyethylene with lesser concentration of chlorine, sodium, oxygen, calcium and potassium. This is consistent with saline residue and water/mineral deposits. The source of the particle cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.